Event description:
Event description guidant/crm received information that during an attempted implant of this selute picotip lead, the lead was stuck on the tricuspid valve and surgery was required to remove the lead.